Event description:
It was reported that the patient underwent l2-3 xlif with rhbmp-2/acs to treat lumbar spondylosis. There were no noted complications. Patient was discharged on pod2. 36 days post-op a CT scan of the lumbar spine indicated "normal alignment following placement of l2-l3 disc prosthesis with left-sided instrumentation." At 41 days post-op the patient presented for follow up. Per the physician's notes, "he is overall doing great" 82 days post-op a cr of the lumbar spine indicated "no significant interval change." At 83 days post-op, the patient presented for follow up. Per the physician's notes, the patient reported "that his preoperative symptoms of left lower extremity pain is 100% better, low back pain is 80-90% better and now only bothers him when getting up, he now only rarely has left lower extremity spasm." At 196 days post-op, a cr of the lumbar spine indicated "no significant interval change." At 204 days post-op, the patient presented for follow up. Per the physician's notes, "he is overall doing only average right now, reporting that his preoperative symptoms of back pain have returned recently though he indicates his new pain is different than his preop pain. He intermittently has some left lower extremity pain. While at work one month ago a woman fell onto him and since then he has had this new onset of pain." At 310 days post-op, a CT scan of the lumbar spine indicated "postsurgical changes referable to fusion surgery at l2-l3. There is considerable endplate irregularity at the l2-l3 disc space which may be new compared to the most recent imaging exam" this might reflect the reported interval surgery, but the appearance is of concern for discitis at l2 and 3." At 330 days post-op, the patient presented with low back pain. Cr of the lumbar spine indicated "stable alignment of the lumbar spine during standing flexion maneuver. No change in the appearance of discectomy with anterior and posterior fusion procedure at the l2-l3 level." An MRI of the lumbar spine indicated "degenerative and postsurgical changes in the lumbar spine. There is no evidence of recurrent disc herniation at the operative level." At 450 days post-op, the patient presented with low back pain. Ap, lateral and oblique films indicated "no significant change as compared with a prior plain film study of the lumbar spine" postsurgical changes are again seen at the l2 and l3 levels. Transpedicle screws are again seen at the l2 and l3 levels on the left with a disc spacer at the l2-l3 level. No change in alignment is seen with flexion or extension views." At 464 days post-op, the patient presented for follow up. Per the physician's notes, "he is overall doing reasonably well, reporting that his preoperative symptoms of leg pain is essentially clear in the low back pain that he had before surgery is essentially cured, however, he is having a new kind of back pain it does not extend to the extremities and limits him while he is at work." At 491 days post-op, the patient presented for a consultation. Per the physician's notes, the patient "had fusion surgery one year ago" having more pain now than before; left upper leg pain never resolved and is becoming progressively worse. The patient presents for evaluation of pain, weakness and numbness which is located in the lower back and bilateral hips with radiation to the left leg to the lower thigh. This symptom has been present since surgery and progressively getting worse. It began gradually after a previous surgery. The symptoms are constant, and are made better by medication and rest, and worse by activity." The patient was diagnosed with lumbar postlaminectomy syndrome. At 499 days post-op, the patient presented with severe lumbar pain post disc surgery. A CT scan of the lumbar spine indicated "no significant bridging bone at the facets or across the l2-l3 intervertebral disc. Again noted is irregularity of the l2 inferior and l3 superior endplate." At 588 days post-op, the patient presented with l2-3 pseudoarthrosis. The patient underwent a posterior lumbar l2-3 revision surgery with removal of hardware and reinstrumentation with hardware and hip autograft. There were no noted complications. At 22 days post-op, the patient presented with pain. Ap and lateral views of the lumbar spine indicated "normal alignment following revision of l2-l3 fusion."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.